Manufacturer narrative:
The user didn't send the failed IV set to the manufacturer for evaluation. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Device not returned to manufacturer.

Event description:
The user reported an issue with their primary line backing up into the secondary line. It was a back check valve issue. The user stated that "no patients were injured and the issue has not happened again. The distributor ims and myself went into the account and removed the lot number of the sets. We do not have a sample of the faulty sets."